Event description:
During the procedure it was noted under fluoroscopy that the tip of this device had fractured. The device was removed and replaced. The patient is reported as fine and the device is being returned for analysis.